Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In situ measurements revealed affected channels. No specific trauma or changes in health were reported prior to loss of device function, however the family has reported that the user falls and stumbles frequently. The recipient was re-implanted, and the new device was activated on (B)(6), 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements revealed affected channels. No trauma or change in health was reported. Parents also noted no change in hearing performance with the device. In situ measurements will be reassessed in 3 weeks and integrity testing will be performed but is not yet scheduled.